Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing of non-physiologic noise had been observed on the right ventricular (rv) lead and could not be reproduced in office. Short ventricular intervals were also seen. The lead was turned off and was subsequently explanted and replaced. A possible insulation breach was observed during the replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.